Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, three (3) bioraptor knotless suture anchors did not find a hold and leaked. The original drill was used. A total of three bone holes were drilled. The doctor removed the debris and performed a freshening, so proper anchor placement should be ensured. The procedure was cancelled, two lot numbers were provided (2052042, 2075648) but it is unknown which contributed with the cancellation of the procedure. No further complications were reported. Current health status of the patient is very good.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. A single insertion device was returned with no anchors or suture material. There is biological debris on the insertion device and the distal end of the device is bent. A functional evaluation could not be performed due to the anchors not being returned. This case reports three failed placement attempts for the bioraptor knotless suture anchors during a shoulder arthroscopy procedure. The operative report was provided for review and confirms that three anchors slips out and must be removed from the patient. While it is unknown what size drill the surgeon started the procedure with, the report documents that following the second failed the device, the creation of a new drill hole in the 900 position with a smaller 2.2mm accufex drill bit to give the anchor a better hold. The operative report also notes that following the third attempt, since there is now no longer a sufficiently stable glenoid edge, stabilization must be aborted in order to generate a new bone stock. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. It has been communicated that the patient health status is ¿very good.¿ no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined since an incomplete device was returned. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a shoulder arthroscopy, one bioraptor knotless suture anchor did not find a hold and leaked. The original drill was used and an additional bone hole had to be drilled. The doctor removed the debris and performed a freshening, so proper anchor placement should be ensured, however, the procedure had to be cancelled. No voids were left in the tissue and no further complications were reported. Current health status of the patient is very good.